Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon issues occurred. The target lesion was located in the left anterior descending artery (lad). Two 10mmx2.75mm wolverine cutting balloons were selected for plaque modification. After the first balloon was positioned, the balloon did not inflate and when the device was removed, blood was found inside the balloon indicating the balloon might have leaked. The second balloon was introduced, but the same issue was encountered. The procedure was completed with a third wolverine. There were no patient complications.